Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient's sensor had failed and when they removed the sensor, his wife noticed that the sensor wire was stuck to the patient's arm. They didn't try to remove the sensor wire and stated they will seek medical assistance to have it removed. On (B)(6) 2026 the patient's spouse went to a healthcare facility where a physician assessed the issue and performed a procedure involving surgical incision to locate and remove a retained wire. During the intervention, the doctor attempted to remove the wire but was unable to do so because it was ¿too tiny.¿ an x-ray was conducted, which confirmed that the wire was still in the patient¿s skin. Due to the inability to successfully retrieve the wire during the initial attempt, further confirmation of its exact location was deemed necessary before additional intervention could be performed. As part of the treatment plan, the patient was prescribed cephalexin 500 mg twice a day for 7 days. The patient reported plans to return to the doctor within the week for follow-up care and further attempts to remove the wire from the skin. On (B)(6) 2026 follow up contact was made with the patient and stated that they visited a doctor two or three days ago to have the sensor wire removed. According to the reporter, the doctor performed a surgical procedure by making an incision in the arm to extract the wire, and the removal was successful. However, the specific tool used during the procedure was not mentioned. An x-ray was conducted after the surgery and confirmed that the sensor wire was no longer present in the patient¿s body. The patient was doing fine. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.